Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA. (B)(4).

Event description:
Philips received a report from a customer that the bucky module had been pulled off the wall during an examination and had fallen onto the floor. According to the report, a patient had become agitated, so a technician tied the patient to the device with a bedspread. The patient continued to fight against the restraint, pulling the bucky module off the wall. The patient was not injured.